Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempted removal of the foley catheter on the fourth day after placement, there was more resistance compared to usual, making removal difficult. After removal, the balloon was slightly deformed and would like an investigation to determine if that was the cause. The locking fluid of 10 cc was removed without issue.